Event description:
The complaint was reported as: the customer claims that when pushing the temperature probe into the circuit, the circuit cracked. The crack occurred on the inspiratory side, approx 8 inches from the "y". The customer did not keep the defective circuit. No report of pt injury or pt involvement.

Manufacturer narrative:
A visual, dimensional and functional inspection could not be conducted since the product was not returned. The initial lot which was provided by the customer (021202128) was an invalid lot number because it only has nine digits and our lot numbers are of 10 digits. According to our sap system, the lot number 02j1202128 belongs to material code 780-07 and contains and missing digit. The device history record (DHR) for lot number 02j1202128 was reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No non conformance reports were originated for the lot in question that can be associated to the reported complaint. The DHR shows that the product was assembled and inspected according to our specs. The customer complaint was not confirmed due to the lack of product sample to perform a proper investigation and determine root cause.